Event description:
It was reported that at routine follow up two weeks post implant, the right ventricular lead exhibited undersensing, loss of capture and a change in impedance measurements due to dislodgement. The lead was explanted and during the procedure, the patient experienced asystole. External pacing through an external defibrillator was performed. The lead was replaced and the patient was reported to be stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.